Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient will continue doing routine follow-up with their clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing syncope/near syncope. Possible inappropriate mode switching was noted with the implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.